Event description:
During a knee arthroscopy the unit began to "smell". No report of injury and minimal delay reported. However, during evaluation of the product it was found to have a component failure within the main control board. The motor driver was shorted and the resistor was burned. The resistor caused the vapor/fumes and the shorted motor driver may cause overheating of the handpieces. No repair history for this unit was found.